Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the hickman catheter is confirmed, and is determined to be use-related. While the report of difficulty removing the tegaderm may be related, the returned sample does not allow for that determination. The returned device is one hickman 9 fr dual lumen catheter, along with one extension tube with a three way stopcock and one end cap with silicone septum. Visual observation showed that the extension tube and end cap were unremarkable, except that the extension tube had some adhesive residue on the end of the tubing near the male luer opposite the three-way stopcock. The hickman catheter was returned with a break in the main lumen. About 1.2 cm of the catheter was remaining past the bifurcation. The two extension tube clamps were activated upon evaluation, and significant depressions were found where the clamps were activated. The printing (size identification and ¿clamp here¿ text with arrows) was visible and not very worn. Microscopic observation determined that the distal tip surface of the returned catheter segment was granular and irregular, indicative of a break and not a cut from a sharp instrument. A small obstruction was found within the large lumen (pertaining to the red connector) and was removed with a guidewire. This particle appears to be clear and crystalline, and may therefore be a deposit of a crystalline solute, such as salt from a saline solution. It is not suspected to be related to the complaint event. Tactual evaluation showed that no significant relative tactual weakness could be found on any segment of the catheter. Functional testing showed that both lumens of the catheter were patent to infusion and aspiration. The sole damage to the catheter returned appears to be the break, which is consistent with the report that it was broken while attempting to remove the catheter from the tegaderm dressing. The fracture is granular and irregular, indicating it was not cut, but broken. This may be the result of a tensile event. The IFU instructs, when changing dressings, to carefully remove the old dressing starting from the top of the dressing and working downward, and to remove it carefully to avoid irritating the skin or pulling on the catheter. It also instructs that the pre-cut gauze dressing should be placed over ointment at the exit site, fitting it snugly around the catheter, and that the 2 in. X 2 in. Gauze should go over the gauze and catheter, following which the cover dressing (tape or transparent dressing) should be placed according to the directions on the package and the instructions of the doctor or nurse. If these instructions are not correctly followed, it is possible for the catheter to become damaged during removal of the dressing. This complaint is determined to be use related. A lot history review (lhr) of huan0611 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that during the repair of catheter dressing, the user had difficulty removing the tegaderm with sterile gloves. The tegaderm was extremely glued to the catheter. The tegaderm was coiled around the catheter . When removing the sterile dressing , the catheter broke.